Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer did not notice lack of implants prior. No additional information available. The missing parts are usually needed in this type of surgery.

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient underwent a spine procedure and intra-operatively the surgeon did have the implanted needed for the procedure. The patient was already on the operating table and the wound was open. The surgery was prolonged for one and half hours as the necessary implants were retrieved. The procedure was successfully completed. That patient outcome/status was unknown. Additional devices are captured on related complaint (B)(4). This report is for an uss transconnector clamp. This is report 8 of 10 for (B)(4).